Manufacturer narrative:
For the one pending event, the investigation determined based on the information provided, the malfunction is consistent with pre-analytical handling issues at the customer site. Qc, calibration data and instrument performance checks were acceptable, therefore, a general instrument and reagent issue can be excluded.

Manufacturer narrative:
For one of the pending events, the investigation determined the reagent cassette used was expired. Therefore, this issue was related to customer mishandling. For one other of the pending events, the investigation determined the service actions resolved the issue. The investigation of the remaining pending event is ongoing.

Manufacturer narrative:
Serial numbers continued: (B)(4). The investigations found: for 5 events: the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event: the investigation determined that the root cause was due to the cell rinse unit dripping/leaking. For 1 event: the investigation determined the event was due to the rinse tube issue identified by the field service engineer (fse). For 5 events: the investigation determined the service actions resolved the issue. For 1 event: the investigation determined the issue with the printed circuit board identified by the fse was the root cause of the event. For 1 event: the investigation determined the issue with the rinse nozzle identified by the fse was the root cause of the event. For 1 event: since qc results were acceptable, a reagent issue has been excluded. Abnormal aspiration alarms were observed in the alarm trace which suggests a pre-analytic issue. Based on the data provided, the investigation did not identify a product problem. The specific cause of the event could not be determined. For 1 event: the investigation ruled out a general calcium reagent issue based on the acceptable calibration and qc. The investigation determined that the service actions resolved the issue. For 1 event: the malfunction is consistent with a sample-related issue. The investigation did not identify a product problem. The cause of the event could not be determined. For 1 event: the investigation determined that there was not a hardware or reagent issue based on the acceptable calibration and qc data. The investigation did not identify a product problem. The cause of the event could not be determined. For 3 events: the investigation is ongoing. The follow-up actions were: for 8 events: there were no follow-up actions. For 1 event: the field engineering specialist fixed the dripping/leaking cell rinse unit. For 1 event: the fse identified old rinse tubes on the instrument and replaced them. Adjustments were made to the rinse unit and a mechanical check was performed. Cuvette levels were checked and the blank cell level was adjusted. A blank cell check was acceptable. Calibration and qc were within specification. For 1 event: the service engineer found the rinse tubing contaminated, so the rinse volumes could not be adjusted due to rinse tubing blockage. The rinse tubing and sensor were replaced. The rinse and detergent volumes were adjusted. Precision, cal, and qc were acceptable. For 1 event: the fse found the rinse nozzle was sticking up too high. The fse adjusted this. Rinse levels, ultrasonic mixer stirrers, and the water bath level were all checked and were within specification. Qc was completed within specification. For 1 event: the fse found a nozzle was overflowing into the reaction cells in one rinse unit. The fse replaced the valve that controls the water flow into the rinse unit. The issue was not resolved. The fse then replaced the printed circuit board controlling the valve and the issue was resolved. All system checks were successful and the system was operational. For 1 event: the fse reviewed the gear pump and wash pressure. The fse found an alarm for insufficient cleaning reagent and replaced it. The probes were acceptable. For 1 event: the fse replaced the pump assembly. For 1 event: the fse adjusted the rinse nozzle and reinstalled the rinse mechanism nozzle spring. For 1 event: the fse found fluidic failure. The fse replaced the damaged rinse tubing, changed the lamp, changed the heat cut filter, and adjusted the photometer. The customer ran qc that was acceptable. For 1 event: the fse cleaned the sample and reagent probes and performed an air purge. For 3 events: the follow-up actions are ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>21</noe> malfunction events. Questionable non-reproducible results were generated by the cobas 8000 c 702 module. 19 events involved a total of 29 patients with the following: 1 patient had a questionable altpm alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation result. 7 patients had questionable crep2 creatinine plus ver.2 results. 6 patients had questionable gentamicin ii ver.2 results. 11 patients had questionable ca2 calcium gen.2 results. 2 patients had questionable crej2 creatinine jaffé gen.2 results. 1 patient had a questionable ggt-2 gamma-glutamyltransferase ver.2 standardized against ifcc / szasz result. 1 patient had a questionable "creatinine" result. For 2 events it was unknown the number of patients involved. 1 event had an unknown number of patients with questionable ca2 calcium gen.2 results. 1 event had an unknown number of patients with questionable mg magnesium results. For 5 patients the patients' ages ranged from 16 months to 93 years old. There were 2 females and 3 males.